Event description:
The rptr stated that when she got the er1 message, she retested her blood glucose and again got the er1. At that point she compared her test strip to the color chart on the bottle and stated that she believes it compared to the 100 mg color. At that point she quit testing and felt "ok". She has not had another er1 message since then.